Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient that presented in clinic for routine follow up, the right atrial lead exhibited high impedance and noise. No intervention had been reported nor confirmation of chest x-ray. No reports of patient symptoms.